Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during regular visit in outpatient clinic, left ventricular assist device (lvad) fault was visible on the heartmate touch (hmt). The log files confirmed the lvad faults. It was recommended to perform a power cycle to resolve the issue. The power cycle was performed under operating room-stand-by conditions (intubated, arterial line installed, central venous catheter installed, groins prepared for potential heart lung machines (hlm) installation) and the alarm disappeared directly. The patient was extubated afterwards and was transferred to the ward again and was in stable condition. The power cycle was performed with a new system controller. New log files were requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed lvad internal fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log files contained events from (B)(6) 2025. A continuous left ventricular assist device (lvad) internal fault alarm was captured throughout the entirety of the file, which indicated an lvad communication issue that may be resolved with power cycling. The onset of the event was not captured. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.